Manufacturer narrative:
Patient weight now provided. Correction adverse event was inadvertently not selected for this report. As previously reported. "After the laminectomy, they lost motor function on the right side of the patient." A medtronic representative, following up with the site, reported that the site had stopped using navigation an hour before they lost motor function. After 2 screws were placed the surgeon alleged the navigation system was off. At this time the surgeon opted to continue with the laminectomy without the use of the navigation system and planned to possibly return to the navigation system after the laminectomy. After doing the laminectomy they lost motors on the patient and the rest of the case was aborted. The patient was brought back the next week to finish the case and everything functioned as expected. The medtronic representative reported the patient had no deficient coming into the case the following week or when they completed the case. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
On 06/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. Synergy spine, fusion and synergy cranial software applications all tested and passed. System performed as intended. On 06/09/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy approximate 2 millimeters. Performed the system check-out and planned maintenance (pm) and did not find any issues. The patient was taken back to the operating room (or) on tuesday and finished the thoracic fusion procedure with no issues. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, two screws were placed at t1 and t2 on the left side and the clamp with the reference frame was on t4 or t5. After placing these two screws, the surgeon deemed they were touching bone, however, navigation showed that they were millimeters off. No specific measurement, or direction, of the alleged inaccuracy was provided and the medtronic representative could not see where the surgeon was touching. At this time, motor functions were tested and found to be working normally. The surgeon decided to do the laminectomy and then to free-hand the rest of the screws. After the laminectomy, they lost motor function on the right side of the patient. Surgeon abandoned the remainder of the procedure, no further screws were placed after the first two. Delay in therapy was less than one hour.